Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, no physical damage was found on the pump. No problems were found in the ehl. Functional testing confirmed the complaint. The pumps shut off pressure is too low. The root cause was unknown. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The pump will be calibrated upon customer approval.

Event description:
It was reported that the shut-off pressure is too low. There was unknown patient involvement and unknown patient harm/adverse event reported.